Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the purewick urine collection system was leaking, and the patient experienced a yeast infection by using it. It was noted that the patient had been using the purewick product for less than 90 days. It was unknown what medical intervention was provided for yeast infection.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. The device was not returned.

Event description:
It was reported that the purewick urine collection system was leaking, and the patient experienced a yeast infection by using it. It was noted that the patient had been using the purewick product for less than 90 days. It was unknown what medical intervention was provided for yeast infection. Per customer via phone on (B)(6) 2021 it was stated that the yeast infection was not due to pure wick and doctor did prescribe something to clear it up, but patient did not know the name of the medication. Also, customer was no longer using the pure wick and looking for alternative to fix her incontinence permanently.